Event description:
Ice pack was placed on the reporter's back. Within minutes of activating the ice pack and placing it on the reporter's back, the seal of the packaging leaked and caused severe chemical burn on both legs.